Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 5076-52 lot# serial# (B)(6) implanted: (B)(6) 2023: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s family member that the patient¿s ¿original pacemaker failed at seven months.¿ ¿if she laid down it would pace all of her heart, if she sat up it would hardly pace at all. Really wonky. A month later it just total quit pacing her."patient rep stated then they "used a halter monitor for 2 days, 18 events of systolic falls, which the pacemaker never reported, as well as a super rare arrythmia." Additionally, ¿she has major systolic falls where the heart just stops beating¿ and ¿was flatling.¿ the patient experienced ¿fatigue, pain, and not feeling well.¿ after medical team review halter monitor information, "they took her back in for surgery. They changed out the leads, but they kept the original device." The patient underwent a right ventricular (rv) lead revision, and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.